Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed (B)(6) called back and I help him configure his computer the flash package and network configuration (silent). (B)(6) will go ahead and re-flashed the 8015 device. (B)(4). (B)(6) need help on 8015 s/n (B)(4) is showing an error code 810.9030 my recommendation to (B)(6) is to re-flash the 8015 device. He allowed me to remote in to his laptop, I verified his asm configuration, he is not set up with point of care software .xml flash package including network configuration package. I told (B)(6) I can help him set up the configuration and need a copy of the cd point of care software. (B)(6) found the cd while we are copying the cd software and need to create a folder to his laptop. (B)(6) told me that he needs to go to lunch now with his co-worker. He will call back if he needs help.